Manufacturer narrative:
No product is expected to be returned, product support was unable to verify the customer's complaint. The customer was sent a new power cord and will call back if the problem persists. This complaint will be tracked and trended to detect any further occurrence. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges that when they plugged in the power cord, they saw smoke coming out of the adaptor, and it became very hot rapidly. They tested the meter w/batteries and it is working normally. Power cord and power supply were replaced.